Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, immediate implantation. Patient stated he was testing the implant by chewing on it. Upon torquing abutment on implant, there was pain.